Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective therapy on patient's left side. Diagnostics discovered multiple contacts with high impedance on patient's left lead. In turn, reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Effective therapy was established postoperatively.